Event description:
It was reported that there was intermittent oversensing. The patient will continue to be followed. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that there was oversensing and 2 - ventricular fibrillation=190 ms average v-cycle on (B)(4) 2012 at 10:38:13 and 10:42:13.